Manufacturer narrative:
The device was returned to the MFR for eval. A sample was taken from the device and was sent to a lab for testing. This report will be updated if the investigation requires.

Event description:
It was reported that the handpiece was leaking during sterilization. There was no pt involvement and no adverse consequences were reported.